Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer that the control module displayed green cable errors during procedure, the errors could not be cleared and the case was aborted.